Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported event could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, the event was not confirmed as the scope was not microbiologically tested by olympus. Based on a review of the reprocessing steps provided by the user, it could not be determined if device reprocessing deviated from the IFU recommendations, however, the reported issue was likely the result of insufficient device cleaning/reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." In addition, the following non-reportable malfunctions were found during the device evaluation: due to a scratch on the distal end cover, insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, bending angle in the down direction did not meet the standard value, the objective lens had a stain, adhesive around light guide lens had wear, the distal end cover had a scratch, adhesive on bending section rubber has a crack, scope connector cover was deformed, the air/water cylinder and section cylinder were stained. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope tested positive for less than 10 colony forming units (cfus) of pseudomonas aeruginosa. The scope was later re-tested on 09aug2023 and there was no growth present. Subsequently, the scope was re-tested again on 04oct2023 and was positive for 10-100 cfus of pseudomonas aeruginosa and then on 13oct2023 was tested and was positive for less than 10 cfus of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. The endoscope/accessories and automatic endoscope reprocessor/endoscope washer disinfector(aer/ewd) were culture tested. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. However, the customer confirmed the device was last used in a procedure on 04oct2023 and last reprocessed on 12oct2023. The last sample was taken on 13oct2023 12 hours after storage. The device was not used for a procedure between the time the sample was collected and the culture results were obtained. After confirming positive microbiological test results, the device was quarantined. Additional reprocessing was not performed prior to microbiological testing. The device is stored at room temperature. The customer also reported that the scope has been offline and micro tested by two, with previous results of positive, then negative. No other positive results on any scope tested or the aer machines. A supplemental report will be submitted if any additional information is provided by the user facility.